Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that at implant the lead's sensing and capturing values were not that good. The lead was repositioned, however after repositioning the lead the physician couldn't screw in the helix from the defibrillator. There was no more contact to the helix as the screw mechanism from the device didn't work well. The physician decided not to use this device and a new device was used instead. No patient complications have been reported as a result of this event.